Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 row was not on bus. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 row was not on bus. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not on bus. A field service engineer (fse) inspected the full-height auxiliary drawer in row e, which was found to be non-functional and unrecoverable. After checking cables and connections with no visible damage and confirming that the cubies were unresponsive during hardware testing, the fse manually removed the cubies and discovered sticky residue and conductive debris throughout the tray. All cubies and trays were removed, and the debris and residue were thoroughly cleaned. Despite reinstalling the trays and cubies, row e remained non-functional, leading to the decision to replace the tray. Additionally, due to the drawer rubbing during operation, the fse opted to replace the entire drawer to ensure customer satisfaction and prevent future issues related to the spill. The fse further addressed physical damage to the drawer that occurred during the repair process, which was causing problems with opening and closing. The damaged drawer was removed and replaced with a new one. All cubits were carefully migrated to the new drawer, ensuring proper placement and functionality. The fse then verified the station hardware using the test application and confirmed successful access to the drawer with escort assistance, ensuring the system was fully operational post-repair the system functioned as intended after the fse repaired the device.